Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient, who was enrolled in the (B)(6) clinical study, is deceased. The patient is reported to have presented to the emergency room in full arrest from home. Resuscitation efforts were performed and were not successful. Neither the study nor the manufacturer's representative were notified at the time of death therefore no device interrogation is available. The cause of death was listed as ventricular fibrillation. The status of the device system is unknown.